Event description:
Dr used the slimline plates on a 2 level and a corepectomy on one level. Two weeks later the 2 top screws had come out. Pt was revised, during revision it was noted that the bottom two screws were loose but had not fallen out. The bottom two screws were able to be re-tightened and the top two replaced with no further incident.